Manufacturer narrative:
System was used for treatment. Kit lot c906 was reviewed. There were no non-conformances related to the complaint. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or noncoformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for photoactivation module leak or blood pump error alarm. This assessment is based on the information available at the time of the investigation. Analysis of the photoactivation module is still in process at the time of this report. A supplemental report will be created once the investigation is complete. (B)(4).

Event description:
Customer called to report that during photoactivation, it was noticed that the photoactivation module was leaking at the upper right corner seal. Customer reported 2 blood pump alarms before this, which prompted checking the photoactivation chamber. The procedure was aborted at this time and no blood was returned to the patient. Customer reports that the leak was contained and that service would not be needed to clean the instrument. Patient was reported as stable. Customer will return product for investigation.

Manufacturer narrative:
The photoactivation module was returned for analysis. The returned photoactivation module was pressure tested and bubbles came out of the plate just inside the outlet port (to the right of the port), confirming the leak. Root cause for a leak of this nature is considered manufacturing operator error during the tube bonding process. All complaints are reviewed with the manufacturing department operators and leaders to make them aware of any defects that can occur. A manufacturing corrective action was initiated to study the effects of differing solvent bond methods and the investigation was completed on 08/27/2015. Changes from this investigation were implemented on 12/18/2015. This kit lot was manufactured (09/01/2014) prior to the implementation of the manufacturing corrective action. (B)(4).